Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: the customer reported that a 900pt290e humidification chamber was leaking water and damaged the airvo 2 humidifier heater plate. Visual inspection of the provided photograph of a airvo2 humidifier that was used with the subject chamber, revealed that there was white-coloured deposits on the heater plate indicating a water leak from the chamber. Conclusion: without the complaint device, we are unable to determine what caused the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. The user instructions that accompany the 900pt290e humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative that the 900pt290e humidification chamber was leaking. There was no reported patient consequences.